Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient implanted with plate and screws on (B)(6) 2012. It was discovered on an unknown date the plate was broken. Plate was explanted on (B)(6) 2012. No further information is available.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Caused or contributed to the potential event described in this report. This device is used for treatment, not diagnosis. Additional product code - ktt. Manufacturing documents were reviewed and no complaint related issues were found. Investigation is on going; no conclusion could be drawn as no device was returned.

Manufacturer narrative:
An evaluation was conducted and it states that the lcp broken as complaint. Based on the topography of the fracture surface, the implant was subjected to axial loads and multiaxial bending and torsional moments. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The lcp could not resist the applied force which finally led to the material overload / fatigue failure. The complaint disposition was deemed invalid.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
Patient sustained a right femoral fracture with an in-situ hip implant during her hospital stay. Acute surgery was indicated because of the resulting displacement. Details of the event are as follows: patient tripped over her slippers while in the hospital for a right total hip replacement and suffered a right femoral shaft fracture with displacement in both planes on (B)(6) 2012. The fracture was surgically managed on the same day ((B)(6) 2012) with open reduction and plating with a 12-hole lcp plate. Patient was discharged from the hospital on (B)(6) 2012 and transferred to another hospital on the same day for further treatment. During patients hospital stay, the 12-hole lcp plate was noted as broken and patient was transferred back to the first hospital on (B)(6) 2012 for surgical management. On (B)(6) 2012, the broken plate and hip implant were removed and patient was revised to a prosthesis with a long stem. Patient was discharged from the hospital on (B)(6) 2012 and transferred to a different hospital for in-patient remobilization until (B)(6) 2012. For further mobilization patient remained in a rehabilitation center from (B)(6) 2012.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.